Event description:
It was reported that the patient experienced diaphragmatic stimulation and the left ventricular (lv) lead dislodged. Attempts were made to reposition the lead but it could not be placed in a stable position. A new lv lead was attempted; however, positioning difficulties were encountered and an unacceptable threshold was noted. Both leads were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. However, all conductors, including the distal conductor, had blood/body fluid (not obstructed). (B)(4) the full lead was returned and analyzed. No anomalies were found. However, all conductors, including the distal conductor, had blood/body fluid (not obstructed).